Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the right ventricular lead exhibited high pacing lead impedance and increased capture threshold. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.